Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported physical resistance and balloon rupture appear to be related to circumstances of the procedure; however, a conclusive cause for the reported difficulty removing the protective sheath could not be determined. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during device preparation, resistance was noted during removal of the protective sheath of the 2.75 x 15 mm nc traveler balloon dilatation catheter (bdc). The procedure was to treat a moderately tortuous, moderately calcified, 90% stenosed, eccentric de novo lesion in the proximal to mid left anterior descending (lad) coronary artery. Resistance was met during advancement of the bdc. During the first inflation at 8 atmospheres, the balloon ruptured. The bdc was removed from the patient anatomy without resistance. A non-abbott bdc was used and a 2.75 x 23mm xience alpine stent was implanted. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.